Manufacturer narrative:
One medfusion pump was received with a broken tube holder on the top case and no visible contamination. The event history log was reviewed and there was a "motor not running" error. Infusion/occlusion testing was performed and the issue was able to be duplicated during the occlusion test at an infusion rate of 300ml/hr. This issue was caused by the customer's incorrect assembly of the device. Missing screws and a plunger cable lamp were found inside the device. The worm coupling, worm gear, motor , motor bracket, clutch halves and lead screw were replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pumps had a "motor was not working" error. There was no reported adverse event.